Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred. Once mapping was completed ablation was started. When ablating on the lateral wall there were impedance shifts that were higher than expected. Nothing was noted to explain the impedance shifts so the procedure was continued. Then the patient became hypotensive, and a small effusion was noted on the ice and x-ray. It could not be determined where the pericardial effusion originated, and it was decided to stop the procedure. Medication was given to increase the patient's blood pressure, and no further intervention was required. The patient left the room in stable condition with no drainage needed. The physician does not allege any performance issues with any abbott devices. It is unknown when and where the pericardial effusion occurred, or if it was pre-existing.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.